Event description:
Procedure - repair right torn lateral meniscus. During arthroscopy, noted extravasation of fluid (h2o) into knee. Pressure sensor did not detect increased pressure. Procedure abandoned due to soft tissue swelling.